Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing impedance and non-capture was observed. The patient had no symptoms and the patient was not a pacemaker depended. The lead was replaced and patient was discharged.

Event description:
New information notes that the lead was capped and replaced. The patient condition was just fine before and post operation.